Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that before bed, the patient charges her implantable neurostimulator (ins) and controller to 100%. But the patient stated that the last three mornings, her ins was ¿in the red¿ and the stim was off. It was noted that the patient had not changed the group. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to have the device checked. There were no further complications reported or anticipated.